Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration / malposition of essure device location of device: third device placed mid-uterus/1 was in a hole in the middle of the uterus/3rd essure within the fundal myometrium.") In a 35-year-old female patient who had essure (batch no. 827984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystitis interstitial, depression, pre-eclampsia, breast lump, gravida ii, parity 2 and umbilical cord prolapse. Previously administered products included for contraception: nuvaring. Concurrent conditions included anesthesia, liver tender, endometriosis of pelvic peritoneum, myalgia, rash, asthma (albuterol,flovent) and neuroma. Concomitant products included alprazolam (xanax), augmentin, cilest (ortho tri-cyclen), ketorolac tromethamine (toradol), medroxyprogesterone (depo provera), nuvaring, promethazine (phenergan), ranitidine hydrochloride (zantac) and vicodin (lortab). In 2013, the patient experienced fatigue ("extreme fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and cystitis interstitial ("interstitial cystitis"). In september 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia ("heavier menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, pelvic pain ("pain"), hot flush ("hot flashes"), myalgia ("myalgia"), arthralgia ("pain in joints / hip pain"), micturition urgency ("urinary urgency"), back pain ("lower back pain") and uterine spasm ("uterine cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy) and surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, depression, migraine, vaginal discharge, hot flush, myalgia, micturition urgency, back pain and uterine spasm outcome was unknown, the headache was resolving and the fatigue, dysmenorrhoea, arthralgia, cystitis interstitial and dyspareunia had resolved. The reporter considered arthralgia, back pain, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, hot flush, menorrhagia, micturition urgency, migraine, myalgia, pelvic pain, uterine spasm, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. 3rd essure within the fundal myometrium, essure removed intact and in situ. Reports 3 essure were placed, 1 was in a hole in the middle of the uterus. The physician who performed her c-section informed the patient she only has 2 fallopian tubes, the procedure report from the essure confirmed a 3rd essure placed in an ectopic location of the uterus, the patient was informed that the only way to safely and easily remove the myometrial essure would be a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion,confirmed blockage "concerning the injuries reported in this case , the following one / ones were described in patient's medical record :confirming- fatigue, menorrhagia, pelvic pain, hot flush'. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs received, reporter added, vent added :- abdominal pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration / malposition of essure device location of device: third device placed mid-uterus/1 was in a hole in the middle of the uterus/3rd essure within the fundal myometrium.") In a 35-year-old female patient who had essure (batch no. 827984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystitis interstitial, depression, pre-eclampsia, breast lump, gravida ii, parity 2 and umbilical cord prolapse. Previously administered products included for contraception: nuvaring. Concurrent conditions included anesthesia, liver tender, endometriosis of pelvic peritoneum, myalgia and rash. Concomitant products included alprazolam (xanax), augmentin, cilest (ortho tri-cyclen), ketorolac tromethamine (toradol), medroxyprogesterone (depo provera), nuvaring, promethazine (phenergan), ranitidine hydrochloride (zantac) and vicodin (lortab). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced cystitis interstitial ("interstitial cystitis"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain lower, fatigue ("extreme fatigue"), menorrhagia ("heavier menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), hot flush ("hot flashes"), myalgia ("myalgia"), arthralgia ("pain in joints / hip pain"), micturition urgency ("urinary urgency"), back pain ("lower back pain") and uterine spasm ("uterine cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy) and surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, depression, migraine, vaginal discharge, hot flush, myalgia, micturition urgency, back pain and uterine spasm outcome was unknown, the headache was resolving and the fatigue, dysmenorrhoea, arthralgia, cystitis interstitial and dyspareunia had resolved. The reporter considered arthralgia, back pain, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, hot flush, menorrhagia, micturition urgency, migraine, myalgia, pelvic pain, uterine spasm, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. 3rd essure within the fundal myometrium, essure removed intact and in situ. Reports 3 essure were placed, 1 was in a hole in the middle of the uterus. The physician who performed her c-section informed the patient she only has 2 fallopian tubes, the procedure report from the essure confirmed a 3rd essure placed in an ectopic location of the uterus, the patient was informed that the only way to safely and easily remove the myometrial essure would be a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion,confirmed blockage. "Concerning the injuries reported in this case , the following one / ones were described in patient's medical record :confirming- fatigue, menorrhagia, pelvic pain, hot flush'. Most recent follow-up information incorporated above includes: on 2-apr-2018: pf received-events : "abnormal bleeding (vaginal), depression, migraines, dysmenorrhea (cramping), vaginal discharge, hot flashes, myalgia, pain in joints, urinary urgency,dyspareunia (painful sexual intercourse), lower back pain, uterine cramping", lot number, reporter added from pfs. Concomitant and historical condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration / malposition of essure device location of device: third device placed mid-uterus/1 was in a hole in the middle of the uterus/3rd essure within the fundal myometrium.") In a 35-year-old female patient who had essure (batch no. 827984 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystitis interstitial, depression, pre-eclampsia, breast lump, gravida ii, parity 2 and umbilical cord prolapse. Previously administered products included for contraception: nuvaring. Concurrent conditions included anesthesia, liver tender, endometriosis of pelvic peritoneum, myalgia, rash, asthma (albuterol,flovent) and neuroma. Concomitant products included alprazolam (xanax), augmentin, cilest (ortho tri-cyclen), ketorolac tromethamine (toradol), medroxyprogesterone (depo provera), nuvaring, promethazine (phenergan), ranitidine hydrochloride (zantac) and vicodin (lortab). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fatigue ("extreme fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and cystitis interstitial ("interstitial cystitis"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia ("heavier menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain ("pain"), hot flush ("hot flashes"), myalgia ("myalgia"), arthralgia ("pain in joints / hip pain"), micturition urgency ("urinary urgency"), back pain ("lower back pain"), uterine spasm ("uterine cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy) and surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, depression, migraine, vaginal discharge, hot flush, myalgia, micturition urgency, back pain, uterine spasm and abdominal pain outcome was unknown, the headache was resolving and the fatigue, dysmenorrhoea, arthralgia, cystitis interstitial and dyspareunia had resolved. The reporter considered abdominal pain, arthralgia, back pain, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, hot flush, menorrhagia, micturition urgency, migraine, myalgia, pelvic pain, uterine spasm, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. 3rd essure within the fundal myometrium, essure removed intact and in situ.reports 3 essure were placed, 1 was in a hole in the middle of the uterus. The physician who performed her c-section informed the patient she only has 2 fallopian tubes, the procedure report from the essure confirmed a 3rd essure placed in an ectopic location of the uterus, the patient was informed that the only way to safely and easily remove the myometrial essure would be a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, confirmed blokage. "Concerning the injuries reported in this case, the following one / ones were described in patient's medical record: confirming- fatigue, menorrhagia, pelvic pain, hot flush". Most recent follow-up information incorporated above includes: on 25-jul-2018: quality department mentioned that the reported lot number 827984 was invalid. FDA codes were added. No follow-up ptc investigation will be provided. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration / malposition of essure device location of device: third device placed mid-uterus/1 was in a hole in the middle of the uterus/3rd essure within the fundal myometrium.') In a 35-year-old female patient who had essure (batch no. 827984 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial, depression, pre-eclampsia, breast lump, gravida ii, parity 2 and umbilical cord prolapse. Previously administered products included for contraception: nuvaring. Concurrent conditions included anesthesia, liver tender, endometriosis of pelvic peritoneum, myalgia, rash, asthma (albuterol,flovent) and neuroma. Concomitant products included alprazolam (xanax), amoxicillin;clavulanic acid (augmentin), ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norgestimate (ortho tri-cyclen), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera), promethazine and ranitidine hydrochloride (zantac). In 2013, the patient experienced fatigue ("extreme fatigue/ still tired before removal"), dysmenorrhoea ("dysmenorrhea (cramping)") and cystitis interstitial ("interstitial cystitis"). In september 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. In october 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In november 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2014, the patient experienced menorrhagia ("heavier menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain ("pain / I am in a lot of pain"), hot flush ("hot flashes"), myalgia ("myalgia/ I was sore that day"), arthralgia ("pain in joints / hip pain"), micturition urgency ("urinary urgency"), back pain ("lower back pain"), uterine spasm ("uterine cramping"), abdominal pain ("abdominal pain"), hyperhidrosis ("she was dripping with sweat/ she can¿t squeeze the sweat out of my hair"), vitamin b12 deficiency ("vitamin b12 deficiency"), somnolence ("I could literally sleep all day"), panic disorder ("waking up in a panic") and abdominal discomfort ("was your navel burning internal or from an incision"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, depression, migraine, vaginal discharge, hot flush, myalgia, micturition urgency, back pain, uterine spasm, abdominal pain, hyperhidrosis, vitamin b12 deficiency, somnolence, panic disorder and abdominal discomfort outcome was unknown, the headache was resolving and the fatigue, dysmenorrhoea, arthralgia, cystitis interstitial and dyspareunia had resolved. The reporter considered abdominal discomfort, abdominal pain, arthralgia, back pain, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, hot flush, hyperhidrosis, menorrhagia, micturition urgency, migraine, myalgia, panic disorder, pelvic pain, somnolence, uterine spasm, vaginal discharge, vaginal haemorrhage and vitamin b12 deficiency to be related to essure. The reporter commented: patient need for additional surgery. 3rd essure within the fundal myometrium, essure removed intact and in situ.reports 3 essure were placed, 1 was in a hole in the middle of the uterus. The physician who performed her c-section informed the patient she only has 2 fallopian tubes, the procedure report from the essure confirmed a 3rd essure placed in an ectopic location of the uterus, the patient was informed that the only way to safely and easily remove the myometrial essure would be a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 09-may-2014: results: total bilateral occlusion,confirmed blokage. "Concerning the injuries reported in this case , the following one / ones were described in patient's medical record :confirming- fatigue, menorrhagia, pelvic pain, hot flush' concerning the injuries reported in this case, the following one were reported from social media report : was your navel burning internal or from an incision. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received: new events added: was your navel burning internal or from an incision. Reporter information were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration / malposition of essure device location of device: third device placed mid-uterus/1 was in a hole in the middle of the uterus/3rd essure within the fundal myometrium.') In a 35-year-old female patient who had essure (batch no. 827984 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial, depression, pre-eclampsia, breast lump, gravida ii, parity 2 and umbilical cord prolapse. Previously administered products included for contraception: nuvaring. Concurrent conditions included anesthesia, liver tender, endometriosis of pelvic peritoneum, myalgia, rash, asthma (albuterol,flovent) and neuroma. Concomitant products included alprazolam (xanax), augmentin, ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norgestimate (ortho tri-cyclen), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera), promethazine and ranitidine hydrochloride (zantac). In 2013, the patient experienced fatigue ("extreme fatigue/ still tired before removal"), dysmenorrhoea ("dysmenorrhea (cramping)") and cystitis interstitial ("interstitial cystitis"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia ("heavier menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain ("pain / I am in a lot of pain"), hot flush ("hot flashes"), myalgia ("myalgia/ I was sore that day"), arthralgia ("pain in joints / hip pain"), micturition urgency ("urinary urgency"), back pain ("lower back pain"), uterine spasm ("uterine cramping"), abdominal pain ("abdominal pain"), hyperhidrosis ("she was dripping with sweat/ she can¿t squeeze the sweat out of my hair"), vitamin b12 deficiency ("vitamin b12 deficiency"), sleep disorder ("I could literally sleep all day") and panic disorder ("waking up in a panic"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes) and laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, depression, migraine, vaginal discharge, hot flush, myalgia, micturition urgency, back pain, uterine spasm, abdominal pain, hyperhidrosis, vitamin b12 deficiency, sleep disorder and panic disorder outcome was unknown, the headache was resolving and the fatigue, dysmenorrhoea, arthralgia, cystitis interstitial and dyspareunia had resolved. The reporter considered abdominal pain, arthralgia, back pain, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, hot flush, hyperhidrosis, menorrhagia, micturition urgency, migraine, myalgia, panic disorder, pelvic pain, sleep disorder, uterine spasm, vaginal discharge, vaginal haemorrhage and vitamin b12 deficiency to be related to essure. The reporter commented: patient need for additional surgery. 3rd essure within the fundal myometrium, essure removed intact and in situ.reports 3 essure were placed, 1 was in a hole in the middle of the uterus. The physician who performed her c-section informed the patient she only has 2 fallopian tubes, the procedure report from the essure confirmed a 3rd essure placed in an ectopic location of the uterus, the patient was informed that the only way to safely and easily remove the myometrial essure would be a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion,confirmed blokage. "Concerning the injuries reported in this case , the following one / ones were described in patient's medical record :confirming- fatigue, menorrhagia, pelvic pain, hot flush' most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters added. Added event she was dripping with sweat/ she can¿t squeeze the sweat out of my hair, vitamin b12 deficiency, I could literally sleep all day, waking up in a panic. No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, headache ("headaches"), fatigue ("extreme fatigue") and menorrhagia ("heavier menses"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, headache, fatigue and menorrhagia outcome was unknown. The reporter considered device dislocation, fatigue, headache and menorrhagia to be related to essure. The reporter commented: patient need for additional surgery company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.